Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have contacted the doctor who manages their device about this event. Patient also noted that the cause of the por "data lost" message was determined and they noted the likely cause as being "battery reaching end of service." The steps that were/will be taken were noted as being "met with [company] rep in urologist's office - waiting for doctor's call to schedule replacement battery.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been in the hospital/rehab facility for 3.5 months for non device related reasons and hadn't used their interstim for that time. Patient rep said when patient tried to increase stimulation yesterday they got a "data lost" screen that came up. Pt rep wasn't with the patient during the call. Pt rep will call back with pt and equipment for further troubleshooting. The patient rep called back and repeated information regarding the 'data lost' message. The caller had the equipment with them and mentioned that the message also said 'internal device has lost all data. Contact your clinician.' The caller said the only option on the message was to 'end session.' Agent reviewed meaning of message and redirected the patient to their hcp to further address the issue. The caller said they will make an appointment with the patient's managing hcp.